Event description:
Event description cpi received information that the sensing portion of this endotak transvenous defibrillation lead was capped. The physician elected to perform an invasive procedure and replace the sensing portion with a new bipolar sensing lead due to oversensing.